Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The insulin pump was not exposed to moisture or damaged. Customer was using (B)(6) aaa. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.